Event description:
It was reported that a spectrum pump failed the downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device passed the downstream occlusion test. A review of the event history log revealed downstream occlusion messages but it is unknown if these are true or false alarms. The reported condition was verified through causality as the downstream sensor no-tube reading was found out of specification. The force sensor requires no-tube calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device passed the downstream occlusion test. A review of the event history log revealed downstream occlusion messages but it is unknown if these are true or false alarms. The reported condition was verified through causality as the downstream sensor no-tube reading was found out of specification. The force sensor requires no-tube calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump failed the downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.